Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 74-year-old female undergoing repair of the mitral valve was implanted with an impella cp device for mechanical circulatory support. The patient endured distal limb ischemia on (B)(6) 2023 that prompted an external perfusion catheter to restore blood flow.

Manufacturer narrative:
The investigation into the reported limb ischemia has been completed since the original report was filed. Product was not returned for review. Based on clinical description, the root cause of limb ischemia were most likely due to patient condition.